Manufacturer narrative:
A ge service rep performed an onsite investigation. The breaker unit on the monitor cart was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's on/off switch would not work. No pt injury was reported.